Event description:
Vasoview hemopro endoscopic vessel harvesting system replaced due to a piece separating from the vasoview harvesting cannula. The piece that separated remained attached to the cannula however was unable to be used.